Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The reported observation of generator is not responding, and not repairable was confirmed. The root cause was due to the device entering the service application state. It was confirmed had issue 2 resets on the observation date. This resulted in the device entering the service application state. It was also confirmed in the clinician programmer logs returned from the field dated 31mar2025, the device was in the service application state. It was not noted in the event details if the patient had any specific type of therapy or medical procedure. There is labeling concerning procedures that may result in the device entering the service application state.